Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial #: (B)(6), ubd: (B)(6)2025, UDI#: (B)(4) b1 update: updated from adverse event and product problem to now adverse event only regarding additional information received. H6 update: the previously applied device code a26 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. The pump placement site was changed from left to right on (B)(6) 2024 to prevent infection. The catheter with serial number (B)(6) was noted as being on the spinal cord side (distal catheter component). A catheter with serial number (B)(6) was placed on the pump side (proximal catheter component) on (B)(6) 2024. ¿cleavage¿ on (B)(6) 2024 was further reported. On (B)(6) 2024, the catheter with serial number (B)(6) and catheter with serial number (B)(6) were removed. A new pump with serial number ¿(B)(6)¿ was implanted on (B)(6) 2024.

Manufacturer narrative:
D6 correction: the pump was explanted on (B)(6) 2024 as reported (not on (B)(6) 2024 as previously indicated in error). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer (dist) regarding a patient receiving gabalon of at a daily dose rate of 400 mcg via implanted infusion pump indicated for cerebrovascular accident. It was reported that the patient experienced wound infection; date of onset was on (B)(6) 2024. The pump system was removed on (B)(6) 2024 due to suspected infection in the pump implantation site. The patient was recovering from wound infection as of on (B)(6) 2024. The causal relationship of the wound infection to drug, pump, catheter, and procedure were unrelated. Additional information was later received from a foreign healthcare provider via a distributor on 2024-oct-23. Regarding underlying disease, cerebral hemorrhage was indicated with an onset / diagnosis on (B)(6) 2010. It was reported that intrathecal baclofen (itb) pump relocation from left to right occurred on (B)(6) 2024. The patient had experienced wound dehiscence with an onset on (B)(6) 2024. The pump was removed and a culture was negative. Pump and catheter replacement was further indicated. The outcome of the event was recovered as on (B)(6) 2024. The gabalon dosage was reduced from 400 mcg/day to 50 mcg/day over the timeframe on (B)(6) 2024. Pump heating was further indicated along with catheter removal on (B)(6) 2024, and itb pump implantation having occurred on (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID: 8781, lot#: hg6zgyw10, implanted: on (B)(6) 2023, explanted: on (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot#: (B)(6), ubd: 03-apr-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.